Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the MRI compatibility guidelines were requested for a problem with the device/therapy, the hcp further stated that they believe the scan was due to an issue with the device. The caller did not know what the issue was or any additional information relating to the event. No patient symptoms or further complications were reported as a result of this event.